Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse found that the electrolyte injection cup (eic) was overflowing because one of the lines was off and that the chloride port was leaking on flowcell. The fse also found that retainer nut was damaged. The fse placed the line back on the eic to resolve the leak issue. The fse also replaced the chloride tip and retainer. The fse also performed an eic valve replacement modification (mod).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that some kind of moisture was coming up between the tiles under the unicel dxc 600 pro synchron chemistry analyzer. The customer was unable to locate the source of the leak. No injury or operator exposure was reported in this event.